Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 31-jul-2019 with the following findings: during investigation, the display lens was observed to be scuffed with a minor superficial scratch at the right side of the lens. No cracks or damage were found. The lens film was not returned with the pump. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (damaged) issue. It was reported that there is a crack in the display near the keypad, under lens film. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.